Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Stem implanted

Manufacturer narrative:
An event regarding an assembly issue between a spigot protector and exeter inserter was reported. The event was confirmed. Method & results: -device evaluation and results: evaluation by the supplier confirms that 2 lugs of the spigot were bent during manufacturing. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar events for the reported lot. Conclusions: the investigation concluded that the root cause of this event was due to a manufacturing issue with the spigot supplier to (B)(4). The investigation into the event by (B)(4) confirms that the affected device was manufactured and inspected before the implementation of the actions of two an ncrs. An nc has been raised at stryker (B)(4) to investigate this event.

Event description:
It was reported that, during a bha, the reported spigot protector was not held with a exeter inserter. The surgeon thought that the dimensions of the spigot protector was wrong.

Event description:
It was reported that, during a bha, the reported spigot protector was not held with a exeter inserter. The surgeon thought that the dimensions of the spigot protector was wrong.